Event description:
Consumer bought the denture cream superhold zinc free. She said that she tried to use it twice and it turned her gums the color black and her gums swelled both times. It took a couple days to go back to the normal color and she couldn't eat normal for a few days. She is not aware of any allergies. When she used a different brand of denture cream, she had no problems.